Event description:
It was reported that bmc transseptal sheath a was selected for use. During the procedure, it was noted that the tip of the dilator got lifted. Thus the device was replaced with needle and non-boston scientific sheath. The procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (contamination).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.